Manufacturer narrative:
B3: event date is unknown. 01 jan 2024 has been used as a place holder. Investigation summary: received five (5) used. List #am6154, 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock; lot #13907590. As received, sample #3 observed to have the tubing separated from the manifold. Sample #4 observed to have the nanoclave body separated from the spike. No other physical damage or anomalies observed. Sample #2 was unable to confirm complaint. The other 2 samples, confirmed customer complaint of leaking from tubing bonding connection point. Probable cause, incomplete insertion during manufacture process in ensenada. DHR lot #13907590 and relevant commodities were reviewed, the following discrepancy was found. Exception type: ncmr document ID#: (B)(4) list #: x1-5020 lot #:13854654 report quality during functional test had (B)(4) pieces with leak. The total order quantity of (B)(4) pieces is stopped as impacted. (B)(4) sample of (B)(4) inspected pieces was rejected and in dynamic sampling (B)(4) sample of more than (B)(4) inspected pieces was rejected.

Event description:
The event involved a 10" (25 cm) appx 1.0 ml, smallbore ext set w/6-port nanoclave¿ manifold, check valve (orange, glow, blue, purple, yellow, green rings), nanoclave¿, luer lock where the customer reported a leak from the tubing bonding connection point. There was patient involvement but no harm or adverse event. The investigation found an addition sample of experiencing leakage of which makes this report 4 of 4.